Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide: model: 18320,  18296-eng-aw rev b 06/18.  Blood glucose readings:  chapter 4 / page 56;  warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Living with diabetes:   chapter 13 / page 176; hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported the patient's blood glucose level rose to over 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to have been dislodged from the infusion site. As treatment a new pod was applied as well as a manual injection of 6 units of insulin.